Event description:
The caller reported that the patient's tracheostomy tube had been in for two weeks, and air would not stay in the cuff. The caller was not sure if a leak was in the cuff or the pilot balloon. The tracheostomy tube was removed, and the patient was re-cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.